Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. Product ID 3889-28, lot# va0p6st, implanted: (B)(6) 2015, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The patient reported having a loss of therapy and accidents on (B)(6) 2015, 2 days prior to the report. On the day of the report, the patient programmer (pp) was showing a blank screen. The patient was going to get new batteries for the pp and see if that would solve the issue, and then she could increase stimulation to help with the loss of therapy. The patient's relevant medical history includes gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.